Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system power supply voltage and connector integrity was evaluated during the service call. The system was tested and found to be working as intended and put back into service.